Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the past occlusions was unable to be performed.